Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly, the pacemaker was found in backup mode. According to the physician, the re-initialization process was required upon interrogation on (B)(6) 2015. Technical analysis is requested in order to investigate the cause of this issue. Preliminary analysis confirmed the device was found in standby mode (backup mode) on (B)(6) 2015.

Event description:
Reportedly, the pacemaker was found in backup mode. According to the physician, the re-initialization process was required upon interrogation on (B)(6) 2015. Technical analysis is requested in order to investigate the cause of this issue. Preliminary analysis confirmed the device was found in standby mode (backup mode) on (B)(6) 2015.